Event description:
Legal counsel for the patient reported that the patient underwent left elbow arthroplasty in (B)(6) 2005. Subsequently, patient alleges revision procedure due to alleged pain and lack of mobility. Review of invoice history confirms the revision procedure occurred on (B)(6) 2005. A further revision was allegedly performed on (B)(6) 2012 due to alleged component loosening. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: # 6 states "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." And number 8, "inadequate range of motion due to improper selection or positioning of components." The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Visual examination did not establish a definitive reason for the screw disengaging.